Event description:
It was reported to philips that the allura xper fd20 table lateral movement is unable to lock. The device was in clinical use. No patient harm reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the table lateral movement is unable to lock due to a break issue. The fse replaced the lateral double brake assy ad7 and after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. These codes were updated based on investigation outcome.